Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was pacing lower than the programmed rate. No action or intervention was reported to be taken. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.